Event description:
The complainant used bd ultra-fine iii short pen needle with an insulin dispensing device marketed as the novopen 3 insulin delivery system(a/k/a) novolin pen (3 ml) injector, and found both devices were not compatible, although the labeling on the unit box for the needles indicate the needles are recommended for use with novolin/novopens. The product labeling was provided (see attached) they had a difficult time getting the needle to go into the rubber stopper. As a result of their difficulties using device, they experienced black & blue marks on their skin and pain. They suspect the needle has the wrong gauge (the guage was not wide enough) and reported they did not receive sufficient insulin for 10 months as a result of using the above product. The manufacturer of insulin pen only recommends to use pen with their needles (manual page 27), but " becton dickerson" recommends using bd ultrafine needles with novolin/novopens, see product labeling. Complaint reported their pysician disclosed that their a1c" level was at 12% and the normal level should be around 7%. They did not receive adequate insulin). During 2002 they purchased the insulin starter kit for the first time consisting of a novolin pen and novo needles, as prescribed by their physician. The needles for the starter kit only lasted 30 days, with no reported problems. However, in 2002 they returned to the pharmacy to get new needles and was given bd ultra-fine iii needles with the same insulin pen, as prescribed by their dr. These two devices did not appear to be compatible, as the needle had to be forced into the stopper. They received a new pen (same type/brand), with same problems, narrowing problem to needle (different lot #s). The complainant contacted bd and bd requested needles be returned, recommending novo needles not bd needles, per complaint. Becton dickinson reported that this needle has a slightly larger inner diameter, but this does not affect the safety and effectiveness of the product. The complainant reportedly uses insulin pens 3 times a day, each time before meals for at least 10 months. They switched to novo brand needles approximately two weeks ago from date of this complaint. Probably sometime in 2003 with no further problems reported.